Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing chest pressure with rv pacing. Moreover, there was a small pericardial effusion and high threshold noted. Also, the patient was not pacing that much. Hence, the rv lead was repositioned. The patient was monitored throughout and there was no increase in fluid in the pericardial space. No additional adverse patient effects were reported.